Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection the device was found to be wet, and the dialysate connector was observed broken. Several stress marks on the lateral position on 02°° of the dialysis connector can be found. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating at the top of the dialyzer of a polyflux 21 l set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: reported as an unspecified date in (B)(6) of 2023. Should additional relevant information become available, a supplemental report will be submitted.